Event description:
It was reported in (B)(6) 2013 the patient had one implantable neurostimulator (ins) on one side replaced but it ¿wasn¿t doing them any good.¿ it was stated the reason why the one side was replaced was because it stopped working. It was noted they thought the lead broke. It was stated it was unknown how long it had been since the one side stopped working. It was noted it had gone on ¿for a long time.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient via healthcare provider (hcp) reported that therapy hasn't worked for years. The patient has not seen for follow up with hcp for some time and patient did not have a clear managing hcp.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type extension, product ID 3387s-40, lot# va0arp9, implanted: 2013-(B)(6), product type lead, product ID 3387-40, lot# v003962, implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).